Manufacturer narrative:
The customer¿s calibration and qc data were acceptable. The field service engineer (fse) found the ultrasonic unit was broken and replaced it. The fse replaced a vacuum valve and cleaned the instrument. The fse confirmed the instrument was functioning properly and no further questionable low results were observed during patient sample reproducibility testing. Based on the information provided, the cause of the event could not be determined.

Event description:
The initial reporter questioned intermittent low results for multiple patient samples tested for ise indirect na for gen.2 on a cobas 8000 ise module. The customer provided an example of discrepant results for 1 patient sample. The initial result was 119 mmol/l. The sample was repeated twice with results of 126 mmol/l and 123 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.